Manufacturer narrative:
(B)(4).

Event description:
Procedure: bilateral inguenal hernia. According to the reporter: after the dissection, the dissection balloon wouldn&#39;t inflate due to a broken seal. Additional information has been requested and will be submitted once received.